Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.